Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 18 mm from the distal end. The fragment of the probe was not returned. There was a scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device with strong force, the crack occurred. The physician observed abnormal sound, and withdrew the subject device as directed. Consequently, during cleaning the device outside the patient body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure the physician used the subject device with applying strong force. Sometime the output sound changed high pitch sound. When the nurse was cleaning the device, the probe tip broke outside the patient. There was no patient harm reported.